Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kpm324 mfg date: 12/05/2016, exp date: 11/30/2021. Batch kmm068 mfg date: 11/01/2016, exp date: 10/31/2021. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an emergency caesarean section on (B)(6) 2017 and suture was used. During the procedure, the needle broke at the swage while suturing the myometrial layer. Since there was a possibility that the broken needle piece remained inside the body, x-rays were taken after abdominal closure. Then, it was confirmed that the broken piece was located at the uterus. Re-incision was done, then, the broken piece was removed. The patient has already been discharged from the hospital.

Manufacturer narrative:
Date of this report - alert date updated to 6/1/2017.

Manufacturer narrative:
The actual sample was returned for analysis. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Additional information. Representative samples were received for evaluation. In the visual inspection of the needles no defects were found. The needles were functionally tested and the results performed met requirements. As the unopened samples received fully met the requirements in visual and functional tests, it could not be determined what may have caused the reported incident.